Event description:
In 2008, the pt reported experiencing elevated blood glucose of 348 mg/dl and she felt "sluggish." Her normal blood glucose level is 110 mg/dl. She stated that there was a large air bubble in her insulin cartridge the previous night that she was not able to remove. She stated that she uses room temperature insulin. She stated that she performed a prime with the infusion device laying flat on the table. She was advised on the proper procedure. She stated that she had never changed the adapter. She was advised to change the adapter with every 10th cartridge change. The pt inserted a new insulin cartridge and bolused to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged insulin cartridge was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.